Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins) for unknown indications for use. It was reported that the rep just performed a therapy measurement test on a patient's battery, which was implanted in 2021. The rep noted that the patient should be due for a battery change in about a year but once the rep received the test result, it said that [the battery] still had 99.3 months left. The rep acknowledged that this specific battery had an average life of 5 years, and the patient had been on stimulation ranging from 1.3-2v since 2021, so the battery life test result didn't seem correct. The rep was looking for clarification on the battery longevity. The clinician needed to know whether the battery was due for a change soon, as the patient was planning to move to australia, and would like their implant to be changed in the UK if it was needed. The clinician couldn't justify listing the patient for a battery change if there was still 8+ years of battery life left, which seemed highly unlikely. The rep was advised that it was suspected the battery may have undergone a power on reset (por). If por occurred, then the battery longevity would be calculated as if the battery was new. The rep stated they were not n otified if the battery underwent por. It was unknown if the issue was resolved.